Event description:
It was reported there is case damage. The rf (radio frequency) generator needs a second handle and the unit screen blanks out during ablation. The rf generator was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the report that the screen blanks out during ablation; device passed all incoming tests. Analysis found the top and bottom of case is damaged and side handle is missing from case. Front bezel is broken. (B)(4).